Manufacturer narrative:
The physical device has not been received for evaluation, but the cloud data was evaluated. Cloud data tied to the user was accessed for investigation. The cloud data shows that a pod with the reported serial number was active between (B)(6) 2026 and (B)(6) 2026. Cloud data from this timeframe was downloaded for investigation. Review of the cloud data found that after the pod established a connection with the sensor, infrequent periods of signal loss occurred between the pod and sensor. These periods of signal loss only accounted for a total of 35 minutes of the pod's 21+ hours of operation. The cloud data also shows regular instances of the pod being unable to receive valid sensor readings due to an absolute delta residual aberration and power aberration of the sensor, as indicated in the patient history buffer by estimated glucose values of 9 and 10 respectively. In these cases, which accounted for a total of 3 hours of missing sensor values, the pod had a connection with the sensor but was unable to receive a valid sensor value due to the sensor aberration. The exact cause of the absolute delta residual aberration and power aberration of the sensor could not be determined. Review of the cloud data confirmed that the missing sensor values were primarily driven by a sensor aberration and was not the result of poor pod-sensor connection. However, the exact cause of the sensor aberration could not be determined.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (>250 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s mother stated that on (B)(6) 2025, the bg levels were high, and they had difficulty establishing a connection to the pod and sensor because it was lying on top of the sensor. The mother reported that because the sensor was on the wrong side (unclear whether sensor and pod were in line of sight) and the patient was lying on it at times, the pod would lose communication from time to time. The patient¿s symptoms included vomiting, a headache, blue lips, and being pale. The pod was removed, and the patient was taken to the emergency room (ER) where they were diagnosed with high bg levels and ketone levels of 3.1. The patient was treated with intravenous insulin and fluids. The patient was in the emergency room for 2 hours and was then transferred by ambulance to the diabetes center where they stayed for 5 to 6 days and received new insulin therapy settings. Following release from the diabetes center, treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.